Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00733. It was reported the patient (australia) is experiencing ineffective stimulation from 2 of the 4 implanted leads. X-rays were taken and no anomalies were reported. Patient is to undergo a ketamine infusion as the next course of action. Device information for the second lead has been requested by the manufacturer, but has yet to be provided.